Event description:
A report received from the USA stated an 840 ventilator experienced a power loss alarm while being used on a pt. There was no report of pt harm.

Manufacturer narrative:
Covidien customer support engineer (cse) verified the reported event. The cse inspected the device and replaced the graphical user interface (gui) alarm assembly. The device passed extended self-test (est), short self-test (sst), and the performance verification test (pvt). (B)(4).